Event description:
Medtronic spring fidelis lead fracture. Patient heard alarm go off. Went to hospital. Doctors confirmed a lead fracture shut device off. On (B)(6) 2013, went to hospital evaluated on medtronic system. Impedance confirmed lead fracture. Diagnosis: cardiac arrest: (B)(6) 2007.